Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500. B3: correction: event date: 6/11/2022.